Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One used company cartridge was returned with seven unopened company cartridges. Viscoelastic was observed in the returned used company cartridge. The used company cartridge had evidence of placement into a handpiece. Top coat dye stain testing was conducted with acceptable results. One of the seven returned, unopened company cartridges was opened for evaluation. No damage or foreign material was observed. The unopened company cartridge was functional and dye stain tested. No lens or cartridge damage or foreign material was observed after the lens delivery. Top coat day stain testing was conducted with acceptable results. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. A qualified lens and handpiece were indicated. The viscoelastic indicated was a non-qualified product. The root cause for the reported event could not be determined. No problem was found with the returned used company cartridge. One of the unopened company cartridges returned for the reported lot was evaluated. Functional and dye stain testing was conducted with the unopened sample with acceptable results. No lens or cartridge damage was observed. No foreign material was observed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3. And h.10. All seven returned, unopened company cartridges were evaluated. No damage or foreign material was observed. The unopened company cartridges were functional and dye stain tested. No lens or cartridge damage or foreign material was observed after the lens deliveries. Top coat day stain testing was conducted with acceptable results. The seven unopened company cartridges returned for the reported lot was evaluated. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No lens or cartridge damage was observed. No foreign material was observed. The viscoelastic indicated was a non- company product. The IFU states: the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There has been one other complaint reported in the lot number. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implantation a foreign material was found to be adhered to iol surface which removed from the eye by irrigation and aspiration during the initial procedure and the surgery was completed without product replacement. Additional information was requested.